Event description:
One pt with discrepant sodium results. Initial result gave 135 mmol/l. Same sample repeated twice gave 134 and 140 mmol/l. The initial result was reported, the pt was not adversely affected. The field svc rep determined faulty probe c valves to be the cause and replaced four valves. Performance tests were performed.